Event description:
Rptr has an autoimmune disorder and has experienced the following: joint stiffness for 10 yrs, occasional burning and tenderness, left breast only (problem started 6/10/83), sjogren's syndrome for 9 yrs (dry eyes and mouth, 1/84), chronically slightly swollen neck lymph nodes (10/90), 4 yrs ago mammogram revealed calcium deposits formed on the inside tissue of the right breast and scar tissue also capsular contracture which causes hardening of the breast (noticed this in 1/72), tmj symptoms (1993), serious sciatic problems of the third, fourth, and fifth lumbar (1/86), one epidermal steroid injection at the cost of $1,300.00 (no results 11/93), connective tissue breakdown currently in all major joints, pain and stiffness limiting physical activity by 90%, basal metabolism slow down (6/93), irritable bowel syndrome (since 1982), diagnosed diverticulosis (8/92), hair loss over the last 5 yrs and short term memory loss within the last 6 mos (11/93).